Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported while attempting to initiate the cardiosave intra-aortic balloon pump (iabp) during use, it was determined that it had a defective blood pressure transducer cable. The cable was changed out and support was initiated with no harm to patient.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) evaluated the unit and defective blood pressure transducer cable issue was resolved by installing a new blood pressure transducer cable. Completed full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use.